Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had an air leak. It was stated that the ventilator alarmed, indicating low tidal air volume. The air bag pressure measured at 5 cm h2o with normal vital signs and sputum aspiration. The airbag was inflated to 28 cm h2o and the ventilator's tidal volume become normal and the ventilator did not give an alarm. After an interval of 10 minutes, the ventilator gave an alarm again. The tidal volume was low, and the air bag pressure was measured at 2 cm h2o.the customer indicated that the patient had a replacement of the tube.